Event description:
Caller reported that a malfunction occurred on the pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. To resolve the issue, technical support arranged to replace the pump with a new one equipped with updated software and provided the customer with instructions for returning the malfunctioning pump. The customer was also instructed on using multiple daily injections (mdi) as a backup while awaiting the replacement.